Event description:
Upon finishing a case, provider was removing the sheath and met heavy resistance. Provider then noticed that the sheath had frayed and eventually broke off inside the body. Manual pressure had to be supplied to control bleeding, emergency cut down performed for removal successfully. Patient had short hospitalization and discharged home.